Manufacturer narrative:
During prep a 6f/7f mynx control balloon was noted to be pierced after the nurse tested the device according to the procedure provided by the laboratory (balloon test). A new mynx control from the same batch was used to complete the procedure. Hemostasis was achieved with the second device and the patient¿s hospitalization was not extended because of the event. There was no reported patient injury. The device never entered the patient as the event occurred during preparation. The surgeon used the mynx control device as an arterial closure system for an endovascular procedure. The surgeon was certified in using the device and used it weekly over the past year. It was being used with an unknown 6f sheath. The device was prepped according to IFU instructions. The patient¿s status is recovered. Additional patient and procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and 2 were not depressed with the stopcock open, and the sealant was observed to have remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2023002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Handling factors, may have contributed to the reported event. The IFU instructs to prepare the balloon and fill the locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During prep a 6f/7f mynx control balloon was noted to be pierced after the nurse tested the device according to the procedure provided by the laboratory (balloon test). A new mynx control from the same batch was used to complete the procedure. S. Hemostasis was achieved with the second device and the patient¿s hospitalization was not extended because of the event. There was no reported patient injury. The device never entered the patient as the event occurred during preparation. The surgeon used the mynx control device as an arterial closure system for an endovascular procedure. The surgeon was certified in using the device and used it weekly over the past year. It was being used with an unknown 6f sheath. The device was prepped according to IFU instructions. The patient¿s status is recovered. Additional patient and procedural details were requested but are unknown. The device is expected to be returned for evaluation.